Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation and no physical damage was identified during visual inspection. Event log review was not applicable to the reported issue. Functional testing confirmed the complaint, as error code 41786 was displayed upon power up. The probable cause was determined to be a depleted internal battery. A 10-day battery recharge was done and it was verified that the device passed all functional and pvt testing within specification with no failures observed.

Event description:
It was reported that the device was showing error code 41786. There was unknown patient involvement and unknown patient harm.